Manufacturer narrative:
The patient sample was collected in a 13x100mm lihep plasma tube. Qc has been resulting within the customer's established ranges. A field service engineer (fse) was dispatched on-site (B)(4) 2011 for this event. Fse inspected the wash and precision valves and replaced the seats and belts for both the wash and precision pumps. Fse also inspected the substrate pump and replaced the substrate probe. Fse then inspected the analytical module and wash wheel and made all necessary alignment adjustments, adjusted mixer motor speed from 2440rpm to 2500rpm, verified ultrasonic performance, transducer temperature and main pipettor alignments. A routine system check, high-sensitivity system check, carryover test, level sense test, dilution test and 50 replicate precision test then performed all passed within instrument specifications. Although hardware was verified by the fse, a definitive root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously higher than expected troponin (accutni) result within the risk stratification range generated by the access 2 immunoassay system for one patient and a higher than expected accutni result above the ami cut-off for a second patient. Subsequent testing on both the original instrument and an alternate instrument produced lower results within the normal reference range for both patients. The erroneous results were not reported outside of the laboratory and there was no report of patient injury or change to patient treatment attributed to or connected with this event.